Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, the device did not create the expected curve. An additional puncture site was required to replace the introducer and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Both the formed curve and sideport orientation of the sheath were consistent with specifications; the dilator manufactured curve was correctly orientated with the dilator hub and depth markings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of issue and additional puncture sire remains unknown.